Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the audible alarm of an mr850 respiratory heated humidifier was not functioning. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) respiratory humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the audible alarm of an (B)(4) respiratory humidifier was not working. Conclusion: without the complaint device, we are unable to determine what may have caused the reported failure. Our (B)(4) product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the (B)(4) heater base. In addition, the product technical manual states that "all servicing procedures shall be followed by a humidifier functional test and an electrical safety test, to ensure proper operation". The (B)(4) is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in texas reported that the audible alarm of an mr850 respiratory heated humidifier was not functioning. There was no patient involvement.